Event description:
It was reported by the customer stated that neonate pads were causing a sudden drop in patient temperature leading to patients experiencing bradycardia. Providers had to use bair huggers to warm patients back to normothermia.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-06628.

Event description:
It was reported by the customer stated that neonate pads were causing a sudden drop in patient temperature leading to patients experiencing bradycardia. Providers had to use bair huggers to warm patients back to normothermia.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility name: (B)(6) hospital. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted as a correction to the manufacturer's date previously submitted. This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-06628. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer stated that neonate pads were causing a sudden drop in patient temperature leading to patients experiencing bradycardia. Providers had to use bair huggers to warm patients back to normothermia.